Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A device was returned for analysis and has been evaluated. The returned device consisted of two products which were received in used conditions without its original packaging. Visual and functional testing were performed. The samples were visually inspected individually at a distance of 12? To 24? And normal conditions of illumination. No discrepancies were detected. During functional test, a syringe was used to infuse water in the ay bag. Leakage was detected in one of the top corners of the ay bag. Actions taken to mitigate the reported issue: a corrective and preventive action was issued in order to determine the root cause and implement proper corrective actions. As a preventive action, a notification to the production personnel of this complaint was conducted by the production supervisor.

Event description:
It was reported that leaking was observed. No patient injury was reported.